Event description:
It was reported that during a low anterior resection procedure, there were no staples in the cartridge. Hand sewed was used to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.